Event description:
Additional information received that surgical intervention was undertaken where in the ipg was explanted and replaced addressing the issue.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event information.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the device displayed the end of service (eos) message and it is unknown if the elective replacement indicator (eri) message was triggered. Surgery may occur to address the issue.